Event description:
Resident was being transferred with assist of two from wheelchair to scale. Residents legs started to buckle. Staff attempted to put resident back into wheelchair, when transfer belt broke in half. Resident was lowered to the floor.